Manufacturer narrative:
This report is being submitted to correct the initial report. The customer reported, "on the end of the distal end of the tube the rubber looks like it came off there is tape on it, I can see the metal piece". The customer did not report parts falling off of the distal end of the scope. The customer's report will not lead to a potential adverse event. The device evaluation confirmed the customer's complaint. The bending section rubber was torn, and the metal shoe was exposed which caused a leak to occur. The scope had multiple non-olympus parts. The device evaluation confirmed there were no parts falling off the distal end. The defects found are not considered severe enough to cause a potential adverse event and are likely due to third party repair. As a result of the legal manufacturer's review, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that during reprocessing the distal end of her evis exera ii bronchovideoscope had come off. According to the initial reporter, there was tape in that area and now she can see the metal piece. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The distal end had torn, exposing the metal shoeing and causing a leak to occur. Additionally, the subject device had sustained heavy wear and tear damage across several components. It was also noted that multiple non-olympus components had been installed on the subject device. The bending section was dented, the image was saturated, and the labeling was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.